Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced no audio output on the receiver, in addition to an adverse event that occurred. On (B)(6) 2017 the patient stated that she had experienced a low, as she was talking to a friend on the phone. The patient stated that her friend had contacted the paramedics, and when the paramedics arrived, the patient's glucose was tested and it was 30mg/dl. The patient stated that she was given glucose by the paramedics, she is not sure of how much time had passed, but was told that her glucose levels rose to 229 mg/dl. The paramedics did not transport her to the hospital, they made arrangements with the friend to keep contacting the patient every 30 minutes. At time of contact the patient's condition was feeling better. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.